Event description:
Scalpingectomy left side (B)(6) 2013, hysterectomy (B)(6) 2014, scalpingectomy right side (B)(6) 2014. Since I got the essure (B)(6) 2013, I have had pelvic pain, back pain, and hip pain. And now I have endometriosis. (B)(4).